Event description:
It is reported that a customer had issues removing the battery cap off their insulin pump. The patient's blood glucose level was 429 mg/dl at the time of the call. The caller did not mention treating their high blood glucose. The customer was advised to use a flat head screwdriver, but the customer did not have one to use. The customer was sent a new battery cap. It is unknown whether the customer was able to take the battery cap off their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.